Event description:
It was reported that a technical inquiry was made to with a request for data review. Initially, there was no indication of a performance issue. The right ventricular (rv) lead subsequently tested out of specifications during the manufacturer¿s analysis of device memory. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 363 ventricular short interval counts (v-sic) since (B)(6) 2013. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012. (B)(4).